Event description:
It was reported that during the implant attempt, the right atrial lead was repositioned three times and then the helix was reported to be not working appropriately. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the blood in/on the helix mechanism, and the lead appeared to have been damaged at implant.